Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. A visual inspection was performed and the reported condition was confirmed. The tubing was observed to be separated from the drip chamber due to low insertion. In (B)(4) 2011, a vision system was installed on the machine to check for under insertions. A batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
The customer reported to baxter (B)(4) regarding the dehp free sol admin set 3way in which the tubing separated from the chamber during the priming step with a ringer solution. There was no patient involvement, no patient injury or medical intervention reported. No additional information is available.